Manufacturer narrative:
Expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during repositioning of the coil, it detached prematurely. The physician removed the detached coil along with the microcatheter from the patient's body without clinical consequence to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during repositioning of the coil, it detached prematurely. The physician removed the detached coil along with the microcatheter from the patient's body without clinical consequence to the patient.